Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site was performing a pituitary case and as the surgeon got to the pituitary he stated he felt off 3-4 mm posteriorly. He went back to check the accuracy at the sella and still felt inaccurate. They did not re-register and they did not abort the case. They completed the case with the inaccuracy in mind. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs were reviewed but did not contain any indication that a software issue contributed to the reported inaccuracy. There is insufficient information to determine root cause. If information is provided in the future, a supplemental report will be issued.